Event description:
The customer reported to beckman coulter (bec) that approximately 5 ml of clear fluid was leaking under the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched for this event, but the customer cancelled the call. Per conversation with customer via telephone, the customer found a hole in the tubing through pinch valve (pv49) and was able to replace it resolving the leak. Failure mode of the leak was related to a hole in the tubing through pv49. (B)(4).